Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Evaluation: the device was returned to zoll medical corporation. During disassembly of the device to determine root cause, the technician observed extensive water damage to the main board and son-alert connector. It is unknown how the water damaged occurred. The main board was replaced to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend. Reports of this nature are typically not submitted as there would be no potential for clinical impact.

Event description:
Complainant alleged that during training by facility staff, the device displayed a "communication failure between msp and 186" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Event description:
Complainant alleged that during training by facility staff, the device displayed an unknown error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.